Event description:
Pt arrived for 5fu pump disconnect. 5fu bag was 3/4 full. Pt reported that he had been checking the display and noticed the time was decreasing, but did not check the volume of the bag. Writer checked all three clamps and were open, huber needle was correctly inserted into the port, display indicated pump was running in green, green light was flashing, pump beeped and indicated vtbi was 0. Writer checked to make sure pump was programmed correctly, and volume and rate were correctly programmed. Pt denied having any issues with pump. Cartridge was correctly installed on the bottom of pump. Medication was taken to pharmacy for inspection. There were a few air bubbles in line. Pharmacist checked the picture record, and the volume was the correct amount instilled into the bag. Complete dosage of medication was not received by the patient.